Manufacturer narrative:
(B)(4).

Event description:
It was reported the incisor plus elite blade, 5.5 mm had thin metallic parts noticed. There is no other information available regarding the alleged event.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed. No abnormalities were reported with this product during manufacture. (B)(4).